Event description:
Implant card for the patient was received indicating they received a full revision due to prophylactic battery replacement and high impedance. The explant has not been received to date for product analysis to be performed. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No additional relevant information has been received to date.

Manufacturer narrative:
Manufacturer aware date - correction - information was received that a company representative was aware of the high impedance on the date of surgery, therefore the aware date on the initial MDR submitted should have been 11/28/2019.

Event description:
Information was received that a sales representative was present on the date of surgery where the high impedance was found. It was indicated that the surgery was initially just for a battery replacement as during the clinic visit prior to the surgery, impedance was within normal limits. Upon interrogation in the or, system diagnostics was performed and high impedance was found. The same high impedance was found after replacing the generator with a new one. There was no noted lead damage and the explanted products are not available for return.